Event description:
Baxter reported that the patient over twisteed the twist clamp on the transfer set until it broke the plastic mechanism underneath. Prophylactic antibiotics ip (vanvomycin and gentamycin) were given. The hospital reports this even occurs around once a month. Also the hospital believes, the patient is deliberately breaking the transfer set. The staff has attempted to break a transfer set with no success.